Manufacturer narrative:
Internal report# (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose. The product is stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 1/24/2019 and open vial date is about 3 to 4 weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer called and in a hurry but could not hear on her cell phone and asked me to call her back on her landline phone. She is calling about her meter reading low for a while. She was able to give me the results from her meter but could not tell me the time and the date in the meter, she kept saying it was tore up. She is not storing strips correctly in the drawer in the kitchen near her microwave.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose. The product is stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 1/24/2019 and open vial date is about 3 to 4 weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1:71mg/dl fasting. Result 2:77mg/dl non- fasting. Result 3:89mg/dl not sure. Result 4:105mg/dl not sure. Result 5:90mg/dl not sure. Customer called and in a hurry but could not hear on her cell phone and asked me to call her back on her landline phone. She is calling about her meter reading low for a while. She was able to give me the results from her meter but could not tell me the time and the date in the meter, she kept saying it was tore up. She is not storing strips correctly in the drawer in the kitchen near her microwave.

Manufacturer narrative:
(Manufacturer narrative: t, corrected data : f) internal report#: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.